Manufacturer narrative:
On-site investigation was performed. According to received information, the nozzle units on air and o2 gas module were replaced by biomed. The issue was resolved and ventilator passed all functional and safety tests and was cleared for clinical use. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. Faulty nozzle unit may lead to stop of ventilation, low o2 or high pressure. The device's logs and defective parts were not available for further investigation. The root cause of the problem has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).